Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(4) 2014. Evaluation shows broken tilt slider assembly. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the tilt actuator is bent and bolts snapped.